Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger was resetting. Upon evaluation, there were intermittent connections at bga components u104 (pxa) and u1003 (pld) on computer / analog (ca) board sn (B)(4). The cause of the resets is the intermittent connections. The root cause of the intermittent connections has not been positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.